Manufacturer narrative:
The field service engineer (fse) was not able to duplicate the problem. The ventilator passed all the testings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use that the nurse at home believed the ht70 ventilator did not sound right and found the ventilator not delivering breaths to the patient. There were no visual or audible alarms were sounding and no messages were noted in the alarm message window. The customer said that the nurse quickly checked the ventilator circuit for possible leaks or disconnections and found all were intact. She also noted that the patient was unable to speak and his lips were blue. She immediately disconnected the patient and started manual ventilation with an ambu bag on a room air. While the patient was being manually ventilated she didn¿t feel any air at the patient y. Within a few minutes patient¿s color improved and ventilator cycled on. She placed the patient back on the same bedside ventilator. She didn¿t use the back up. The patient hasn¿t had any issues since the reported event.

Manufacturer narrative:
Correction to the 510k number. Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.